Event description:
A small piece of the serfas bovie broke off in patient during use. C-arm used to locate missing piece and removed by surgeon. This was identified immediately and there was no injury to the patient.